Manufacturer narrative:
Reported events of stretched helix and use of device problem were not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, sub-optimal current of injury was observed after fixation. It was then noted that the device's helix had sprung. The device was retrieved, and a new one was implanted. There were no patient consequence.